Event description:
The hospital reported that during a coronary artery bypass graft surgery, two heartstring seals leaked. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the heartstring seal was received with the seal out of the delivery tube and all of the winding unwound. The complaint is not confirmed.